Manufacturer narrative:
The lcd user interface was not returned for failure investigation. This information was previously submitted in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective user interface assembly to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. The lcd, user interface and the assy, touch screen, user intf were returned to failure investigator (fi) lab for evaluation. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that there are shadows on the screen. There was no patient involvement.